Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture (tsp) was performed using the was and the versacross connect. Prior to completing tsp, a clot was noted to have formed on the end of the was sheath. The physician aspirated the clot to remove. It was noted that the patient had not yet been administered heparin. The physician planned to administered heparin post tsp. The procedure was completed with no further complications, and the patient was discharged the same day.